Event description:
A malfunction alarm was reported indicating malf 1, and there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the malfunction issue. Despite resolving the malfunction, the pump was replaced since the malfunction code was not on the list of resettable codes. The customer was instructed to return the problematic pump using a prepaid label within 10 days and confirmed understanding of how to place the pump into storage mode. The customer was informed to call back if the issue recurred.